Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this lead was repositioned on (B)(6) 2024 due to dislodgement. No additional adverse patient effects were reported. The lead remains in service. This complaint is associated with clinical study ID: (B)(6).